Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Pt was implanted with an invance sling. The pt experienced ongoing incontinence and another incontinence device was implanted. Add'l info received indicates the level of incontinence worsened after the sling was implanted.